Manufacturer narrative:
The balloon catheter, afapro28 with lot 98928, was returned and analyzed. The visual inspection showed that the shaft was kinked at 2.5 inches from the shaft tip. Smart chip verification indicates that the catheter has not been used. The catheter passed the inflation test and failed the deflection test due to the kink. The dissection and pressure test showed a guide wire lumen kink at 2 and 2.3 inches from the tip. In conclusion, the catheter failed inspection due to a guide wire lumen kink and shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.